Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04m45, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation and an overstimulation sensation. The patient had started to feel a ¿horrible amount of vibration¿ in the vaginal area as of the date of this report. The pain was described as ¿shocking.¿ it was noted the patient was sitting when the ¿high pulsating¿ started. The patient¿s husband tried to turn the stimulation down to 0.0v. At 0.1v, the patient was still feeling discomfort. It was stated the batteries were changed in the programmer, which resolved the blank screen on the programmer. Stimulation was then decreased to 0.0v and turned off. It was noted the patient did fall on the side of their stimulator 3-4 days prior. Additional information has been requested, a follow up report will be sent if additional information is received.